Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high undefined impedance. Lead fracture was confirmed and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.